Manufacturer narrative:
This is default text configured for block h10.

Event description:
Half of the medication was injected when resistance was met/a small amount of the medication was not administered [incorrect dose administered]. Needle is becoming clogged with each injection [needle issue]. Case narrative: this initial spontaneous report concerns adverse events of incorrect dose administered and needle issue in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 05-jun-2026, amneal pharmaceuticals received information from a pharmacist via an email concerning above mentioned adverse events with amneal's risperidone for extended-release injectable suspension. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 mg/vial (ndc: 70121-2628-5, lot no: ap250592, exp. Date; 30-nov-2026) (dose, and frequency not reported) via intramuscular route for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, the package had been removed from the refrigerator at 08:00 for an 11:30 injection time. Once the patient checked in, the reporter opened the package. The reporter removed the blue cap from the vial and cleansed it with alcohol. The reporter then removed the vial adapter from its packaging and placed the adapter on the vial. The reporter removed the cap from the syringe containing the diluent and attached the syringe to the vial adapter with a firm twist. The reporter injected the full diluent into the vial, held the plunger down, and shook the vial vigorously for approximately 20 seconds. The reporter checked the vial to ensure the mixture was completely reconstituted; it appeared as a uniform thick white colour. The reporter then withdrew the medication from the vial into the syringe, again inspecting the vial to ensure it was completely reconstituted. The reporter attached the needle provided in the kit. The reporter again shook the vial to ensure the medication was reconstituted. The reporter placed the syringe down for less than 30 seconds to identify injection site markings and cleansed the site. The reporter shook the syringe again for an additional 10 seconds immediately prior to administration. Half of the medication was injected when resistance was encountered. The needle was repositioned slightly with additional pressure, and a small amount more of the medication was injected. Resistance was encountered again, and the injection could not be completed. A small amount of the medication was not administered as the needle was becoming clogged during each injection. Last action taken with risperidone in relation to incorrect dose administered and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered and needle issue was unknown. The reporter did not provide the causality of events incorrect dose administered and needle issue with risperidone. This case was considered as serious. The reportability of this case was expedited.